Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent percutaneous pedicle screw procedure at l3/s1 levels. Post-op, an s1 left screw was found broken. Therefore a revision surgery was performed for its removal. A part of the broken screw remained in the patient. No patient complications were reported.